Manufacturer narrative:
(B)(4). The customer reported problem was confirmed. The root cause was undetermined. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A patient reported when she opened the minicap pouch, she realized a piece of glove was in the packaging. The sample is available. No patient injury or medical intervention was reported.